Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had open sores or 'scratches'. The patient received unknown treatment by a wound nurse. Follow up indicated that the areas healed.